Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate mobile power unit ac power cord not having any labeling was not confirmed. The power cord was returned to abbot burlington, ma for analysis. The heartmate mobile power unit ac power cord was visually inspected along with a test power cord and there seemed to be no visual differences other than the part number on the test power cord. The reported event of a lack of labeling was not able to be confirmed as it seemed to have all the necessary labeling. Multiple attempts have been made to obtain additional information about the reported event such as what the mobile power unit (mpu) power cord was missing for labeling; however, no response was given. The root cause for the reported event could not be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient involved.

Event description:
It was reported that the power cord for the mobile power unit (mpu) did not have any labeling.